Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient was hospitalized for gastrointestinal problems and was informed that the device was not working normally by the physician. The patient was suggested to return to the original hospital for review as soon as possible. It was also reported that the patient had eating difficulties and was weak. Follow up information received indicated the device performance issue and intervention details are unknown. The device remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.